Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 3 events were reported for this quarter. Product return status - 3 devices were received for evaluation.   Evaluation status - 3 device evaluations are in progress.   Additional information - 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record. Product return status 3 devices were received.   Evaluation status not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by a damaged rotor assembly. 2 reported events were not confirmed during testing.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.